Event description:
The manufacturer received information alleging a ventilator was alarming for a battery issue. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.